Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the test well images on the testing instrument on (B)(4) 2014. An immucor field service engineer visited the customer site to assess the instrument in question on (B)(4) 2014. The instrument was determined to be operating as expected.

Event description:
On (B)(6) 2014, a customer reported an unexpected negative antibody screen when testing a blood sample on a galileo echo.